Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Customer reported a broken gamma nail 3 titanium. On the (B)(6) 2021 the broken gamma nail was removed and a pseudarthrosis treatment was performed (tissue sampling, cleaning of fracture site, re-osteosynthesis with a proximal femoral plate on the lateral side and an ao small fragment plate on the ventral side with spongiosa/filling with bone- chips). A broken screw was also reported.

Manufacturer narrative:
Please note the device was returned, and h6 (method, results and conclusion codes). The reported event was be confirmed. Review of DHR, complaint history, CAPA databases and risk analysis did not identify any discrepancies. No nc/CAPA had been filed for the item in question. Potential nail breakage had been considered in the risk management file. Potential reasons for nail breakage are listed in the labelling. The screw was completely broken in the approx. In the middle of the shaft. The screw had broken in fatigue manner while positioned in dynamic mode in the oblong drill hole at distal. The cause of the event was determined being exceeding axial load application on the whole construct of implants which was caused by patient and suboptimal fragment reduction by the user. In case further substantive information becomes available we reserve the right to reopen the investigation with root cause assessment.

Event description:
Customer reported a broken gamma nail 3 titanium. On the (B)(6) 2021 the broken gamma nail was removed and a pseudarthrosis treatment was performed (tissue sampling, cleaning of fracture site, re-osteosynthesis with a proximal femoral plate on the lateral side and an ao small fragment plate on the ventral side with spongiosa/filling with bone- chips) a broken screw was also reported.